Manufacturer narrative:
Evaluation: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluated: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint wil be reopened. Zimmer, inc considers the investigation closed.

Manufacturer narrative:
Updated information received via primary and revision operative notes. Review of the primary operative notes does not indicate root cause. Revision operative notes indicate the tibial component was grossly loose and there was significant osteolysis predominantly on the medial plateau of the tibial plate. The femoral component was well-fixed: however, osteolysis was present and the device was explanted. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient was revised due to loosening of the femoral and tibial components.

Manufacturer narrative:
Medical records including brief operative notes and listing of products implanted have now been provided. The brief notes provided from the revision surgery state: "loosening of the femoral and tibial components" and "osteolysis distal femur and proximal tibia (medial)". No primary operative notes were provided for evaluation. It is unknown if the cementing technique followed the recommended procedure. No radiographs have been provided to understand the extent of the osteolysis or loosening found. Compatibility of the components was verified with no issues noted. Device history records were reviewed and found to be conforming to the requirements at the time of manufacture.

Manufacturer narrative:
Visual inspection of the returned femoral component identified bone cement in the box area. Inspection of the tibial component identified scratches on the plate. Inspection of the articular surface identified wear on the condyle contact areas and backside. Damage was also noted anteriorly on the articular surface that appeared to be due to implant removal. Measured dimensions of the returned components were conforming to print specifications. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the femoral or tibial components. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.